Event description:
Thermal event damaging outlet and wall. Customer claims device was charging in "off" position for approximately 30 minutes. Customer returned home to aroma of "adhesive" and burning, found charger brick charred wall/outlet it was plugged into; no injury sustained. Customer claims electrician analysis identified event not caused by outlet or wiring. Led nightlight was also plugged into outlet. Complaint delivered via certified mail to wpi. Return tracking - (B)(4). Customer was upgraded to wp-672.